Event description:
The customer reported that the battery failed to charge and the unit failed to power up with this battery inserted. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge and the unit failed to power up with this battery inserted. There was no report of pt involvement. The battery was evaluated at philips and the failure was verified. Replacement of the battery resolved the failure.